Manufacturer narrative:
The lens remains implanted. The serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 12.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. The axial length was 24.98 and the intended axis was 74°. However, at the one day follow up visit with the doctor, the patient's vision was 20/50. By the one week post-operative doctor's visit the patient's vision was 20/60 and the axis was 95°. Therefore, the lens was repositioned on (B)(6) 2017, which resulted in a visual acuity of 20/30 the day after the lens repositioning. Reportedly, the patient's next follow up visit is on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Correction: in the initial emdr, the manufacturing site address was incorrectly reported as being (B)(4) because the serial number was unknown. Subsequently, the serial number was obtained confirming the correct manufacturing site should be (B)(4). This section has been updated and corrected. (B)(4). Manufacturing report number: in the initial MDR report, the manufacturer report number (B)(4) was entered. As a result of receiving the serial number, the correct manufacturer report number should begin with (B)(4). Additional information: additional information received reported the serial number or the lens. Also, there was no incision enlargement and no patient injury. Reportedly, the patient is doing great post-operatively and no additional medical or surgical procedure was required. No additional information was provided. (B)(4). Expiration date: 07/10/2021. (B)(4). Device manufacture date: 07/10/2017. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.